Event description:
The patient had 1 endeavor sprint rx stent implanted to the lad during the index procedure. Approximately 1 month post the index procedure the patient was found to have pneumonia and developed severe respiratory distress, hypotension, and suffered cardiac arrest and she expired. Cause of death was "cardiac death." The investigator indicated that this event was remotely related to the device.

Manufacturer narrative:
Evaluation results and conclusion: (death). (B)(4).

Event description:
Pneumonia has been assessed as the cause of the previously reported patient death approximately 1 month post index procedure.